Event description:
It was reported that the patient was hospitalized due to high voltage shocks and syncope. Appropriate defibrillation therapy was delivered for a ventricular arrhythmia; however, the first shock delivered was unable to convert the arrhythmia. A second shock successfully terminated the arrythmia. The patient was given intravenous medication to resolve the event. The patient was stable and will continue to be monitored.